Manufacturer narrative:
Device manufacturing date now provided. The computer was replaced and returned for analysis. Medtronic investigation of returned suspect computer finds that the reported issue could not be duplicated. Initial power on boots successfully to login screen. The system launch application and navigate without issue. Hdd and ram report no errors. After running the system for 3 days the system was found to be stable and responsive.a software investigation was completed and found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to replace the computer and test the equipment. The hardware, software, and instruments passed the system checkout after computer replacement. The system was then found to be fully functional.

Manufacturer narrative:
Device manufacturing date is unavailable. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a transnasal endoscopic pituitary surgery, the software unexpectedly exited. Registration was completed with the navigation system, cranial optical, and the navigation system was connected to use an active probe long cable in the aseptic field. At this time, the navigation system unexpectedly logged-off. The computer was re-started and normal function was restored. The surgeon opted to continue and completed the procedure with the use of the passive probe and the navigation system. There was no delay of therapy. There was no impact on patient outcome.